Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on going intermittent low blood glucose (bg) level of 46mg/dl. At times the customer would override the pump recommended boluses and stack bolus¿s resulting in a decreased bg and other events the cause was not known. The customer would consumed carbohydrates to address bg. Reportedly, the customer experienced an event, date note provided, where they were unresponsive and their significant other provided them with rapid active glucose. Upon becoming responsive the consumed a large amount of juice. Recommendation was made to consult with a healthcare provider regarding diabetes management.